Event description:
It was reported that the customer had blood glucose levels of 49 mg/dl. Treated with yogurt. The customer stated that the settings on the insulin pump need to be changed. Troubleshooting was declined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.